Event description:
It was reported that the patient had their right ventricular (rv) lead explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's right ventricular (rv) lead was over-sensing noise which resulted in inappropriate high voltage therapy. No changes were made.